Event description:
It was reported that the head component and the shaft broke off.

Manufacturer narrative:
(B) (4). Conclusion: based on the appearance of the explants, it has to be assumed that the fracture of the slim stem of the femoral component can be ascribed to overload. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.